Manufacturer narrative:
At the visit on site the field service engineer confirmed the problem and stated that the root cause is the permanently installed spacer plate. The spacer plate, can be used if it is necessary due to patient's anatomy to correct the positioning on the patient bed swivel. The spacer plate is used to raise the patient's head over chest level. However, the spacer plate should not be used permanently. In addition, the review of the provided information shows that the user didn´t use the system like it is described in the user manual. The user manual states: "the head must lie in the headrest and the back of the head must seat centered on the head rest to establish a stable position. Otherwise the head can roll left and right on the headrest. Check stability by asking the patient to slightly move her or his head." The root cause can be defined as the permanently installed spacer plate to increase the height between the pillow and the headrest. Which should only be used if necessary. That the user didn´t use the system like it is described in the user manual is a contributing factor. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the bed of the laser completely blocked the patient when the left eye treatment was needed and had to move the patient's head in the position of the right eye. The ophthalmologist noted that this was very stressful for everybody. The left eye at one month post-op has an astigmatism following the rule of -1.75 diopters.